Event description:
It was reported that the lock bar strut is broken causing the seat to be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.